Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 80 mg/dl and the sensor glucose level was 40 mg/dl at the time of the incident. The customer reported adhesive anomaly with sensor, calibration errors, sensor errors and inaccurate readings that triggered threshold suspend. The customer reported a weak signal on the insulin pump. The customer did not troubleshoot the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump and sensor were not returned for analysis.